Manufacturer narrative:
(B)(4) final report: additional information including whether the surgeon re-reamed and implanted a larger than planned size cup was requested in order to progress with the investigation of this event, and were provided. It was confirmed that the surgeon had to re-ream to a larger sze. The devices were returned, where the failure was confirmed: these devices cannot be separated. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. This failure has been reported to corin previously and as a result of feedback, a design change has been implemented to the trinity handle. The device related to this report was manufactured prior to the change and thus this case is considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity std introducer / impactor handle: stuck with trinity shell and could not be disengaged.

Manufacturer narrative:
(B)(4) initial report. The reporter has confirmed the device is available for return. The appropriate device details have been provided, and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity std introducer / impactor handle: stuck with trinity shell and could not be disengaged.